Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 15 mg/ml dilaudid at a dose of 3 mg/day via an implantable pump for non-malignant pain. It was reported that a catheter revision was done in (B)(6) 2016. A flipped pump was discovered, so that was also revised at that time. The patient had been experiencing intermittent withdrawal for ¿quite some time¿/(B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.